Event description:
During a sub-total gastrectomy procedure, the staples did not form properly. The surgeon applied suture to correct the condition. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA.